Manufacturer narrative:
(B)(4). The reported description of this complaint notes that there was no red (high priority) alarm from either the bedside or central monitoring when an ECG lead became disconnected during active pt monitoring. Based on the description of the event, the customer had to go through emergent care which is considered a serious injury. Please note that, when a lead comes off the pt and when that lead is needed to accomplish the ECG monitoring, there will be an inop alert (audible and visual) and no alarming is possible during the technical inop. This is clearly stated in the device labeling (IFU). Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The reported description of this complaint notes that there was no red (high priority) alarm from either the bedside or central monitor when an ECG lead became disconnected during active pt monitoring.